Event description:
It was reported by the affiliate that the (1) mcl20 were used during an unknown procedure. It was reported that only a few of the clips would deliver (feed). The case was completed with another device and there was no consequence to the pt.